Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, 07p51-20, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00018-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, 07p51-20, longford to alinity I processing module, 03r65-01, irving ia/cc. MDR number 3016438761-2023-00018-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I total ¿-hcg results for 2 patients. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive, > 5.00 miu/ml to < 25.00 miu/ml = grayzone):greater than or equal to 25.00 miu/ml (25.00 iu/l) = positive): sample ID (B)(6) initial result = 40; repeat result = <2 sample ID (B)(6) initial result = 25; repeat result = 3 no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total -hcg results for 2 patients. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive, > 5.00 miu/ml to < 25.00 miu/ml = grayzone):greater than or equal to 25.00 miu/ml (25.00 iu/l) = positive): (B)(6) initial result = 40; repeat result = <2. (B)(6) initial result = 25; repeat result = 3. No impact to patient management was reported.